Event description:
It was reported by dealer that the irc5po2 concentrator is displaying the high pressure code, 2 green 1 red and causing the unit not to shift correctly. No further information provided.